Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1: name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The following fields were updated per additional information received: a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported stress, depression, and anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: stress, depression, and anxiety. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges stress and anxiety. Patient further alleges, "failed retrieval and filter cannot be removed due to its current location. I suffer with depression and anxiety because the filter may move ad cause serious injury or death, traumatic injury leading to homelessness and lack of memory." Per CT report, (B)(6) 2019: ivc filter in place. Per CT report, (B)(6) 2012: ivc filter projects over the right l3-l4 vertebral body. Limited frontal view of the abdomen demonstrates an ivc filter projecting to the right of the l3-l4 vertebral bodies.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: a2, b5-b7, d6. D4) catalog# is unknown but referred to as cook celect filter. Corrected data: a1. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2013 due to polytrauma. It was also reported that per the (B)(6) 2013, retrieval report (attempted): procedure: access was obtained to the inferior vena cava. Pigtail catheter was placed distal to the filter and a cavogram was performed which documented no evidence of clot. The decision was made to remove the filter. Therefore the skin tract was dilated with the dilator and the sheath was advanced into the inferior vena cava under direct fluoroscopy guidance. The removal device was placed and after multiple attempts, we were unfortunately unable to retrieve the filter that had been placed for 7 months and it was difficult to move away from the caval wall. Therefore decision was made to abort the procedure".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# is unknown but referred to as cook ivc filter. E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿unable to retrieve". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges: "failed retrieval attempt ((B)(6) 2013)". Patient outcome: unknown.